Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not start. There was no reported patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu boards shows that the this cpu pcba was tested and no failures were identified.